Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a peritoneal dialysis catheter. The customer reports that the peritoneal catheter developed a crack at the adaptor site. The product was repaired. Prophylactic antibiotics were given to the patient as a result of the leaking.

Manufacturer narrative:
Submit date: (B)(4), 2010. An investigation is currently underway. Upon completion, the results wil be forwarded.